Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and no anomalies were noted upon visual inspection. The device history review was performed and no discrepancies noted relevant to the indicated failure mode. The infusion line was then primed, and leak was observed at the connection between tubing and 3-y connector. The customer complaint leakage can be confirmed, and the probable cause is due to a solvent application error during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, after connecting the IV set to the device, fluid leaked from the lower part of the spike. Per reporter, the event occurred immediately on use at the hospital. There was no reported patient involvement.